Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the unit wont deliver the programmed quantity. This issue was discovered during biomed testing. There is no patient involvement. The volume was set to be infused as 100 ml, with the rate at 400 ml/hr. In 15 minutes the feeding pump had not delivered 100 ml, it had delivered 80 ml or less on more than one occasion.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit won't deliver the programmed quantity. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.